Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues.

Event description:
It was reported that the burr was stuck with the wire. A 1.25mm rotapro and rotawire drive were selected for use. Upon removal, it was noted that the burr got stuck with the rotawire and was not released. Consequently, both devices were removed together from the patient's body. No damage observed with the rotawire. The procedure was completed with a different device. No complications reported and there was no patient injury.

Event description:
It was reported that the burr was stuck with the wire. A 1.25mm rotapro and rotawire drive were selected for use. Upon removal, it was noted that the burr got stuck with the rotawire and was not released. Consequently, both devices were removed together from the patient's body. No damage observed with the rotawire. The procedure was completed with a different device. No complications reported and there was no patient injury.